Event description:
The company was informed that the pt's electrode array had extruded. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The explanted device was discarded and will not return to the company for analysis.